Event description:
Patient got a barricaid implanted, he reherniated afterwards and on (B)(6) 2022 the patient had the barricaid implant successfully removed, and the surgeon put a tlif in its place.

Manufacturer narrative:
Patient reherniated within 3 weeks of implantation. The barricaid device was removed to make room for a tlif to occur, the device was discarded so it was not able to be analyzed for any potential defects. Images showed the device in proper position and the surgeon did not note anything that points to a barricaid device failure.